Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: disconnection on ventilator side error keeps appearing even when all is connected correctly. This is the 3rd time the same device came with the same error, each time we do full test of the device with all tests passing. But the same error come again after short time. No health consequences or impact.

Event description:
The following was reported to hamilton medical ag: disconnection on ventilator side error keeps appearing even when all is connected correctly. This is the 3rd time the same device came with the same error, each time we do full test of the device with all tests passing. But the same error come again after short time. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).